Event description:
It was reported that the patient had trouble charging her implantable pulse generator (ipg). Inadequate stimulation was also noted. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the facility as hospital policy.